Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No grinding noise on motor during testing noted. The motor was tested outside the device and passed; the motor passed motor test. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump was making a grinding noise. Customer stated that this has been happening for a month now. Customer indicated the noise continues to get louder as she continues to use the insulin pump. Advised customer the insulin pump will need to be replaced and revert to back up plan. The customer's blood glucose was unknown.